Event description:
Note: this manufacturer report pertains to one of two devices that were used during the same procedure. Associated manufacturer report# 3005099803-2010-04634 concerns the other device. It was reported to boston scientific corporation that during a cystocele repair and vaginal vault suspension procedure using a capio open access suture capturing device, the physician successfully loaded the suture attached to an uphold vaginal support system onto the capio device. However, when the physician attempted to throw the suture through the patient's sacrospinous ligament, the needle attached to the suture detached and was captured inside the capio cage. The needle did not fall inside the patient. The capio device was then loaded with a stand-alone capio suture (manufactured by telefax medical inc, distributed by boston scientific corporation) and four attempts were made to secure the uphold device with this suture. However, the capio cage, which would successfully capture the needle, would let go of the needle as the capio device was pulled out of the patient. The physician also reported that the dissection portion of the procedure was very challenging due to copious amounts of scar tissue from a previous anterior repair (plication technique) that was performed "several years earlier." The procedure, which lasted approximately "one hour longer than normal", was completed with another capio open access suture capturing device without any complications to the patient, who is reportedly doing "fine" post-procedure. "Normal" blood loss during the procedure was reported.

Manufacturer narrative:
The physical analysis of the returned device showed that the cage is not bent and that the device is able to load, fire, and retrieve the sample suture all three times actuated. An evaluation of the device history records revealed no anomalies related to the complaint. In addition, there were no non-conforming events found that could have contributed or affected the functionality of the device. The most probable root cause for this event was determined to be operational context.

Manufacturer narrative:
Although the patient's exact weight is unknown, she is reported to weigh (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
Note: this manufacturer report pertains to one of two devices that were used during the same procedure. Associated manufacturer report# 3005099803-2010-04634 concerns the other device. It was reported to boston scientific corporation that during a cystocele repair and vaginal vault suspension procedure using a capio open access suture capturing device, the physician successfully loaded the suture attached to an uphold vaginal support system onto the capio device. However, when the physician attempted to throw the suture through the patient's sacrospinous ligament, the needle attached to the suture detached and was captured inside the capio cage. The needle did not fall inside the patient. The capio device was then loaded with a stand-alone capio suture (manufactured by teleflex medical inc, distributed by boston scientific corporation) and four attempts were made to secure the uphold device with this suture. However, the capio cage, which would successfully capture the needle, would let go of the needle as the capio device was pulled out of the patient. The physician also reported that the dissection portion of the procedure was very challenging due to copious amounts of scar tissue from a previous anterior repair (plication technique) that was performed "several years earlier." The procedure, which lasted approximately "one hour longer than normal", was completed with another capio open access suture capturing device without any complications to the patient, who is reportedly doing "fine" post-procedure. "Normal" blood loss during the procedure was reported.